Event description:
The company received information that suggested that the cuff would not stay inflated after intubating the patient. The customer stated the patient was re-intubated and they did not report any patient harm. The customer indicated that the sample is available for evaluation. The company is attempting to contact the customer for further information.